Manufacturer narrative:
D4-UDI: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 193586 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 193586, test base part number 195-430h/ lot: 183970. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 193586 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal kitted swab. Repeat testing was not performed. Confirmation testing was performed on the same day at a facility via pcr (platform: unknown) and an unknown brand of rapid antigen test, generating negative results each respectively. Additional testing was performed at a facility on (B)(6) 2023 via an unknown brand of rapid antigen test and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal kitted swab. Repeat testing was not performed. Confirmation testing was performed on the same day at a facility via pcr (platform: unknown) and an unknown brand of rapid antigen test, generating negative results each respectively. Additional testing was performed at a facility on (B)(6) 2023 via an unknown brand of rapid antigen test and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
D4-UDI:(B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.